Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip xt was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the clip, a second clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.